Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april, 4, 2023, that the size 9 double lead tap was used prior before the screw was inserted, using a 10 x 110mm screw. The first driver began to have issues upon advancing the screw. The tulip head was still prominent, yet had started to spin, the screw would not advance further. The surgeon released the driver shaft thread from the tulip head, in order to inspect the driver. At this point we saw that the tip of the driver, the star, was no longer present on the driver itself, and was imbedded into the screw head. The screw was still partially in the patient, and could not be removed with pilers, nor using a rod/set screw approach to helicopter it out of the patient. Surgeon had scrubbed in at this point, we used a 2mm k-wire and drilled it into the recess, reversed it and the portion of the star drive tip was removed. We then tried to use the second driver on the set in order to remove the screw. Unfortunately, the second driver was already in a state of needing replacement, and unsuccessfully ended with the same fate that of the first driver being used. Another 2mm k-wire was used, to drill out and remove the broken tip from the tulip head. We located and opened the removal expedium tray, which had one driver available to use on it. This driver worked and we were able to remove the screw, re tap, and use a smaller 9 x 90mm screw instead. This caused an additional surgical time of an hour, to troubleshoot and remove the broken pieces plus the protruding screw. There was patient status/ outcome / consequences . Delayed surgery. Concomitant device reported: unknown guide/compression/k-wires (part# unknown; lot# unknown; quantity: unknown) unknown pliers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) quick connect t27 poly driver this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in australia as follows.